Event description:
Patient was revised due to loosening and fracture of the femoral component caused by osteolysis. Poly wear was present.

Manufacturer narrative:
Our records show that this initial medwatch was originally sent on 8/23/2006 under manufacturer report number - 1818910-2006-02439 - this number had been duplicated. We are resending it today to correct the manufacturer report number. The depuy material scientist examined the submitted devices and confirmed the fractured femoral component. The polyethylene insert's material loss was secondary to fracture of the femoral component. Review of the device history records for the femoral component did not reveal any anomalies. No evidence of bony ingrowth was apparent on the femoral medial condyle's porous coating. The investigation could draw any conclusions about the root cause of the fracture; however; lack of bony ingrowth could suggest poor fixation and lack of bony support for the metal implant. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.